Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a mynx control venous vascular closure device (vcd) was not clicking right, but the full clock icon in the tension indicator window was seen. The sealant also came out with the device when it was removed. It was stated that when retracting the device, it felt tighter than normal. When the device exited the body the peg would be hanging on to the patients skin and it still "had white attached to it." After the mynx failures the staff held manual compression was held, and the patient was laying flat for 4 hours before being discharged on that same day with no noted complications. There was no reported patient injury. The instructions for use (IFU) was followed. The use is trained to the device. The device was used in a watchman procedure. The patient body habitus is stated as "thicker patient are not super thin". Once the watchman sheath was switched out for an unknown 11f sheath, pressure was held above and below the site for 4 minutes to allow for the vein to resize. The device will not be returned as it was disposed.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, button 1 of a mynx control venous vascular closure device (vcd) was not clicking right, but the full clock icon in the tension indicator window was seen. The sealant also came out with the device when it was removed. It was stated that when retracting the device, it felt tighter than normal. When the device exited the body the peg would be hanging on to the patients skin and it still "had white attached to it." After the mynx failures the staff held manual compression was held, and the patient was laying flat for 4 hours before being discharged on that same day with no noted complications. There was no reported patient injury. The instructions for use (IFU) was followed. The use is trained to the device. The device was used in a watchman procedure. The patient body habitus is stated as "thicker patient are not super thin". Once the watchman sheath was switched out for an unknown 11f sheath, pressure was held above and below the site for 4 minutes to allow for the vein to resize. The device was not returned for analysis. A review of the manufacturing documentation associated with lot f2505204 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿button #1 damaged and sealant inaccurate placement partial¿ could not be evaluated since the device was not returned for evaluation. With the information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the instructions for use (IFU), the user is instructed to grasp the device handle and align the device with the tissue tract. The user should then pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension, the user is told to press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay down the device for 2 minutes then retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and lightly grasp the device at the skin with the thumb and forefinger to realign with the tissue tract. Open the stopcock to deflate the balloon, pick up the device handle, realign with the tissue tract, and depress button #2. Remove the device from the patient. If the device is removed before completing balloon deflation, or if proper position of the device was not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.